Event description:
The generator alarmed with an instrument error when activated. A second disposable was used to complete case with no patient consequence. The customer did no have any specific case information available for sales rep. No patient consequence reported.